Manufacturer narrative:
A visual inspection was performed on the returned device and the reported rupture was confirmed. The reported inflation issue was unable to be confirmed due to the balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported inflation issue and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, the balloon was able to inflate past the nominal pressure of 4 atmospheres (atm) and almost reached the rated burst pressure of 9 atm. In this case, it is likely that during inflation, the balloon became compromised and/or damaged against the anatomy resulting in the reported balloon rupture and the inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified iliac artery that was 70% stenosed. A 12x80mm armada 35 balloon was advanced to the lesion and when pressurized at 8 atmospheres the armada was noted as having failed to inflate and ruptured. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.